Event description:
Reporter indicated that pt came into physician's office in 2002 in status. Device diagnostic testing at office visit resulted in high lead impedance readings (dc-dc code 7), indicating possible device malfunction. During device replacement surgery, diagnostic testing of original generator was within normal limits. The physician reported that the original lead was the cause of the high impedance readings. Lead break is suspected. Both the lead and generator were replaced. Further follow revealed that during an office visit in 2002, the pt was reportedly doing fine and there was no indicationn that the pt was having problems. No lead test was performed during this visit. Since vns, the pt's quality of life was significantly better. Pt had a decrease in seizures and would experience only a flurry of seizures about once per month. However, there was a decrease in seizure control after 08/2002 and prior to 09/2002. After the 08/2002 visit, the pt fell in the bathroom and hit their forehead. The physician felt that this fall may have contributed to a lead break. The pt since the fall has had 3 to 4 grand mal seizures and in 2002, the pt had to go to the emergency room because they were in status. In addition, the nurse reported that the pt has been doing well since surgery in 2002.